Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a motor stall. The motor stall was confirmed, and it was recorded in the event logs with no motor stall recovery recorded. The motor stall was caused by the pt having an MRI or other medical procedure. There was no volume discrepancy in the device. Also, an underdose was reported, and the pt was having increased pain in the leg. The medication being delivered via the device sys was not reported.